Event description:
It was reported that during an open liver resection involving small blood vessels in the liver, the clip applier was used and fine slag fell from the device during use. The titanium clip could not be fired normally, and clips were not able to load properly into the jaws. The applier could be closed and the handle squeezed, but after firing and closing, a significant amount of fine slag was observed to fall out while the titanium clip did not fire. The device was replaced with a new one to complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A video was also provided. Visual inspection noted that biological material was observed on the surface of the jaws of the instrument. One fully formed clip was observed on the tyvek packaging next to black particulate. The origin of the particulate could not be determined. It was reported that fine slag fell from the device during use and clips were not able to load properly into the jaws. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.